Event description:
According to the reporter, during a laparoscopic lobectomy, after pressing the green button, the handle cannot be squeezed and the device did not fire. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.